Manufacturer narrative:
Device evaluation: g6, h2, h6, and h11. Results of investigation: the reported complaint was confirmed in the logfile but not duplicated in the fa lab. The returned unit will be placed on hold. Root cause failure: no performance issues were found during fa lab investigation.

Event description:
It was reported to vyaire medical that the bellavista vent stopped ventilating while connected to patient on p-ac mode and displayed alarm tf 300. No patient harm was indicated as rts (respiratory therapist) were near patient at the time and were able to ventilate the patient with an ambu bag.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for investigation. However; the ventilator was changed and bellavista 70375 with circuit was tagged and brought to equipment room. Pictures of error code and display screen of ventilator were provided. Logs were received and reviewed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.